Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 437 mg/dl, 193 mg/dl and 182 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated he took 10 units of insulin and went to bed after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.